Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter was ¿not working.¿ the medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2014 and obtained the following information. The reporter claimed the alleged issue began on a few days prior to contacting lfs for assistance. She did not have any details about what was wrong with the meter at the time of the follow up call. The patient reportedly manages his diabetes with novolog insulin through pump therapy and denied making any changes to his daily management. The reporter stated that within a couple of days after the alleged issue began, the patient developed symptoms of ¿sweating, dizziness, vomiting and heart palpitations.¿ the patient contacted the paramedics at an unknown time in the morning and he was taken to the hospital. The reporter did not know if the patient¿s blood glucose was tested by the paramedics and did not know what the patient¿s blood glucose level was when he arrived at the hospital. She stated, he was treated at the hospital with an unknown amount of novolog insulin and was kept there for approximately 8 hours. At the time of troubleshooting, the cca noted that the subject device was not brand new. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because, the reporter claims the patient was unable to test his blood glucose due to the unknown issue and reportedly developed symptoms suggestive of hyperglycemia that required emergency medical attention after the alleged meter issue began.